Event description:
The pt experienced shocking/jolting in her left leg and back starting two days prior when the device was at least 3.0v. It didn't occur at voltages below that. She felt it more when lying down or sitting and less when standing up. There was no known related accident or incident and no swelling around the ins. The pt needed an amplitude higher than 2.5 v to control her pain; she had great coverage until the shocking started. Impedances were normal. When measured at .7v, left lead impedances were 807-916 ohms. At 1.5v impedances were 700-900 ohms. Electrode combinations were: 1, 2: 859 ohms; 1, 3: 829 ohms; 2, 3: 786 ohms. Group a1, left lead, (1+, 2-, 3+) at 2.5v was 554 ohms, 439 mca. Group a2, right lead, was 551 ohms, 1.7 mca. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).